Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) revealed mild-moderate paravalvular leak (pvl) and severe aortic stenosis. A gradient of 41 millimeters of mercury (mmhg) and a peak velocity of 4.2 m/s were observed. The patient presented with shortness of breath, fatigue, and lower extremity edema. The patient¿s medication was adjusted, and their condition was reported to be stable on medical management. No further treatment was reported. No adverse patient effects were reported.

Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) revealed mild-moderate paravalvular leak (pvl) and severe aortic stenosis. A gradient of 41 millimeters of mercury (mmhg) and a peak velocity of 4.2 m/s were observed. The patient presented with shortness of breath, fatigue, and lower extremity edema. The patient¿s medication was adjusted, and their condition was reported to be stable on medical management. No further treatment was reported. No adverse patient effects were reported. Additional information was received that approximately four years and eight months post-implant, the valve was explanted and replaced with a medtronic surgical valve.

Manufacturer narrative:
Updated: b1, b2, b5, d4, d6b, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that approximately four years and seven months post-implant, the valve was explanted and was replaced with a medtronic surgical valve.

Manufacturer narrative:
Updated data: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.